Event description:
On (B)(6) 2012 the patient contacted animas reporting tha the ok and down buttons were intermittently unresponsive. The patient stated that the keypad was peeling but the patient was unsure if the keypad damage was prior to the intermittent responsiveness. The patient reportedly wore the pump under a garment, against the body and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.